Event description:
It was reported to medtronic minimed that the customer was unable to pair their simpelra sensor with mobile application as they encountered oops something went wrong error message. The customer reported no adverse event. The event involved product(s) mmt-8400. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-8400.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported issue was not performed as it was confirmed through previous issue references. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. After conducting a thorough investigation, we have found that the pairing is failing due to a sake key decryption failure. The server returned a payload with incorrect data, which usually happens when the device fails the playintegrity check. When a device fails the playintegrity check it means that it is failing google's security check. The issue was confirmed through log analysis. To assist with the resolution of the issue, we provided helpline team with the following step to ensure that it is addressed effectively: after doing further investigation, we found that the patient¿s current device is no longer supported by the manufacturer or by google, which means it doesn¿t pass the necessary google play integrity checks. Could we kindly ask the patient to try using a different device? Unfortunately, their current device is no longer supported by the manufacturer or by google, which means it is no longer receiving software or security updates and doesn¿t pass the necessary google play integrity checks. We understand this may be inconvenient, and we truly appreciate their understanding and patience as we work toward the best possible experience for them. The root cause is an unsupported device being used. No logs or evidence of a carelink fault or error found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.